Event description:
Catheter discontinued intact. Small hematoma at site. Catheter inserted into long vein lower lateral aspect of arm. When blood returned, catheter pushed gently in, while introducer pulled out with other hand. Good blood return. No resistance met at any time. Introducer was never reinserted. When IV attached, blood came up tubing but would not drip. IV discontinued with no resistance met. Catheter noted to be bent and slit at tip. Rptr did not notice that it looked cracked before she inserted it.